Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, slight signs of abrasion were noted along the lead body. The insulation was intact. Furthermore the shock coil was found damaged which most likely occurred during the extraction procedure. In the course of the analysis, no deviations were noted that might have contributed to the reported dislodgement and undersensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to dislodgement and undersensing. Should additional information become available, this file will be updated.